Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm 3300tfxj valve, implanted approximately seven (7) years and four (4) months, was explanted due to aortic stenosis secondary to device dysfunction. Shortness of breath on exertion was seen. The device was explanted and replaced with a non-edwards mechanical valve. The patient status was reported as under treatment.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of coronary artery bypass graft (CABG).

Event description:
Edwards received information that a 23mm 3300tfxj valve, implanted approximately seven (7) years and four (4) months, was explanted due to aortic stenosis. Shortness of breath on exertion was seen. The device was explanted and replaced with a non-edwards mechanical valve. The patient status was reported as under treatment.

Manufacturer narrative:
H3: evaluation summary: report of stenosis was confirmed. X-ray demonstrated metal band separated and minimal calcification nodules on leaflets 1 and 2. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 2 on the outflow aspect and 3mm on leaflet 2 on the inflow aspect. Host tissue on the stent circumference was minimal at both the outflow and inflow aspects. Vegetation was observed on the surfaces of leaflets 2 and 3 on the outflow aspect. Host tissue overgrowth and vegetation restricted leaflet mobility and led to stenosis. Sewing ring was partially cut off around the valve and exposed the metal band on the inflow aspect. Cut off sewing ring fragment was not returned with valve. Wireform was exposed around commissures 2 and 3. The metal band separated around leaflet 1 which matched up with cut sewing ring, cloth and exposed wireform. Multiple sutures threads were observed around the sewing ring.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of coronary artery bypass graft (CABG). Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.